Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation, the left ventricular lead exhibited high capture threshold. The physician checked the lead under fluoroscopy and noted lead dislodgement. The lead was deactivated. The patient was in good condition prior and post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).